Manufacturer narrative:
The device was evaluated by a field service representative, found the large capacitor on vacuum pump popped and sprayed on the inside of the rover. A new vacuum pump assembly was installed. The rover passed function tests and was returned to service.

Event description:
It was reported that during a case, the neptune started smoking and making popping noises. The procedure was completed successfully. There were no adverse consequences reported and no delays.